Event description:
It was reported that the patient believed that her vns was causing more seizures after her settings were increased most recently. No further relevant information has been received to date.

Event description:
The increase in seizures was below the patient's pre-vns baseline frequency. The physician believed that the increased seizures was due to the patient having difficult to control seizures and stress. The physician adjusted the patient's vns settings and seizure medications.